Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. A definitive cause for death could not be determined in this complaint; however, surgical procedure and delayed therapy/non-surgical treatment appears to be a result of case specific circumstances/operational context as the patient underwent mitral valve replacement surgery. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. This complaint was further reviewed by an abbott medical director and the physician stated: there is no information about the surgical procedure and the circumstances of death. There is no evidence of device malfunction and no evidence of a causal relationship between the device and the fatal outcome. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed for single leaflet device attachment/slda, medical intervention, surgical intervention, prolonged hospitalization, and death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted in the medial location there was a possible cleft or restricted posterior leaflet. On (B)(6) 2020, the first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. Then a second cds (90508u174) was advanced to the mitral valve, and the clip was placed medial to the first clip; however, it was observed that the first clip became detached form the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). A third clip was deployed lateral to the first clip to stabilize the slda. Three clips were implanted, reducing mr to 3+. On (B)(6) 2020, a decision was made to send the patient to surgery for mitral valve replacement. Surgery was performed due to the slda and to further reduce mr. It was noted that images were evaluated, and it was observed that the second clip (90417u126) had tore the anterior leaflet which was treated during the mitral valve replacement. All the clips were stable at the time of the surgery. On (B)(6) 2020, the patient died. The physician stated that the patient was extremely ill prior to the mitraclip procedure, and that the outcome would have not changed if surgery was performed or not, but this could not be confirmed. No additional information was provided.